Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a transarterial embolization (tae) procedure air backflow was noted. The target lesion was in the heptic artery. While aspirating a renegade 105/3.0/2.5/.021/20/straight microcatheter prior to angiography, "air backflow" was noted in the syringe. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good". Additional information has been requested and is not available.